Event description:
Hill-rom received a report from a hill-rom tech stating the knee would self-run when it is plugged in. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The account found the hand pendant buttons were smashed. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The account replaced the hand pendant and the issue was resolved. Based on this info, no further action is required.